Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating a 57 year old male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support via the impella 5.5 device. During insertion of the device, the patient endured "excessive bleeding". As a result,"4 units of packed red blood cells, 2 units of fresh frozen plasma, and 1 unit of platelets" were delivered.

Manufacturer narrative:
The axillary site bleed is the only adverse event associated with this device. The femoral bleed was captured under manufacturer device report number 1220648-2024-14445.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
Added-b2 selected death and added date of patient death, b5 mso review, h6 component code 925, d6a/d6b added in 1220648-2024-06879 -02 but was inadvertently not mentioned in the h11 correction section. F6/f8 should have been left blank in the initial report 1220648-2024-06879. H1 changed type of reportable event to death.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. The instructions for use provides suggestions on management of access site bleeds. It states ¿assess access site for bleeding and hematoma.¿ d4: model number changed to impella 5.5

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured right axillary site bleeding with a "possible" relationship to the impella device used. Blood transfusion was done to address the issue. The patient recovered with no sequelae. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
B5 has been updated as per additional information received.